Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user stated they reported erroneous sodium results for six patient samples. The samples were repeated on (B) (6) 2010 and the results were corrected. Of the data provided, the results for three samples were discrepant. All results are in mmol/l. Sample 1 initial results was 132, repeat result was 139. Sample 2 from a male patient (B) (6), initial result was 132, repeat result was 139. Sample 3 from a male (B) (6), initial result was 132, repeat result was 140. No treatments were given due to the erroneous results. The lot number of the sodium electrode was not provided. The field service representative determined, there was a gel-like contaminate in the sipper syringe and sipper line restricting the flow in the ise module. He replaced the complete sipper path tubing. To verify the analyzer performance, he ran an ise check twenty times and the customer ran ise calibration and qc.